Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was critically ill with active tuberculosis and covid-19, and thus a device system was placed. The next day, a device check and chest x-ray revealed that the right ventricular (rv) lead had dislodged and pulled back to an inappropriate position. As a result of the lead moving, the decision was made to turn off the rv lead. Subsequently, the patient became bradycardic, and a temporary pacemaker was then placed. The patient later coded with pulseless electrical activity (pea) and cardiopulmonary resuscitation was administered. The patient passed away.